Manufacturer narrative:
Device 3 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Ref mfrs reports: 1627487-2009-00243 and 00244. The pt was implanted with her scs sys consisting of an ipg and 2 leads on (B) (6) 2008. It was reported that the pt developed a (B) (6) infection which originated at the ipg pocket site. The physician explanted the system on (B) (6) 2008. The pt received antibiotics and is anticipated to receive another scs system once the infection resolves. The hospital discarded the explanted devices and did not return them to ans for evaluation.